Event description:
It was reported that the patient experienced repeated low glucose readings on the pump despite a contemporaneous fingerstick of 96 mg/dl, followed by sensor fluctuations and multiple sensor failures while using an fsl3+ sensor with contact detach infusion set; the user performed oral carbohydrate intake, calibrated, restarted the pump, received low and urgent low alerts, and ultimately replaced the sensor and infusion set with guidance and device troubleshooting. Symptoms included hypoglycemia by sensor report without loss of consciousness or other acute neurological symptoms. Outcomes included self-treatment with oral glucose, no need for external assistance, and no medical intervention or hospitalization. Investigation included guided troubleshooting, device restart, calibration, and replacement of the sensor and infusion set, with continued monitoring advised. Investigation of this case revealed inconsistent sensor glucose values and repeated sensor error/failure events consistent with a sensor performance or connectivity problem impacting displayed glucose, with no evidence of pump infusion failure or systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.